Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08700 inches. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 671 mg/dl at the time of incident. The customer's blood glucose was 132 mg/dl at the time of call. The customer stated that they gave correction with manual injection and with the insulin pump. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump was returned for analysis.